Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. The fbf instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off. No material appeared to be missing. The fbf instrument passed the electrical continuity test. There was no thermal damage observed. The root cause is attributed to a component failure for the insulation damage to the conductor wire. A review of the site's complaint history does not show any additional complaints related to this product or this event. A review of the instrument log for the fbf instrument (part# 420205-16/lot# n11210412 728) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021, using system usg706. The instrument had 6 remaining usable lives with no subsequent use recorded. No image or procedure video was provided for review. This complaint is being reported because the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to reprocessing, the black high frequency cable on the fenestrated bipolar forceps instrument was found damaged. Per subsequent follow-up, the customer confirmed that it was a full cable breakage and no thermal damage was observed. There was no report of patient involvement, mitigating any potential harm.